Event description:
It was reported that the patient experienced six inappropriate shocks due to t wave oversensing on the right ventricular (rv) lead. It was also reported that the patient felt a tightness in the back between the shoulders. Follow up disclosed the pace/sense portion of the lead was capped and a new pace/sense epicardial lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.